Manufacturer narrative:
The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph noted long, homogeneous black hair inside the pouch that contained the device. The reported condition was verified. The cause of the hair is related to packaging during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).(B)(6).(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a clearlink set during incoming process performed at (B)(4) warehouse. A hair was observed inside the primary package. There was no patient involvement. No additional information is available.